Event description:
It was reported that the external pulse generator (epg) had physical damage. It was noted that the case enclosure was not sealed. The epg was returned for service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had physical damage. It was noted that the case enclosure was not sealed. The lower case and the main seal were found to be broken. It was also determined at analysis that there was an issue with the backlight connector on the main printed circuit board (pcb). The pcb was replaced due to more occurrences of errors. The output connector assembly was broken. The capacitor was damaged on main pcb. The lock button was flat on the keypad, but functional. The liquid crystal display was bleeding, and one case screw was contaminated. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.